Manufacturer narrative:
The unit was received with unresponsive buttons due to corroded keypad traces. There was no button error alarm noted. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tubelip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported the insulin pump alarmed button error while customer was playing sports. Customer's blood glucose was 140 mg/dl. Customer's mother stated the device was smashed up against customer when playing. Customer's mother was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.